Event description:
PICC (rt) leaking when pt flushing catheter. Pt to have repair done by md who placed PICC. Piv placed by rn per md order on 2/12/97. New PICC (5fr 60cm length) placed at hosp on 12/13/97.